Event description:
It was reported to boston scientific corporation that a obtryx mesh sling was implanted for the treatment of stress urinary incontinence in 2007. Post procedure, on the same day, the pt experienced a mild over active bladder. It was reported to boston scientific on the following month that the event was reported as not resolved. It is unknown if any treatment was provided. Despite attempts to obtain additional info none has been rec'd.

Manufacturer narrative:
The complainant has not indicated that the device has been explanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.